Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A pt reported they were unable to get a reading. Their meter allegedly has missing segments. The result on their meter was unknown. Treatment was: drank orange juice and gave self insulin shot.